Event description:
It was reported that the patient connector of four (4) minicap extended life pd transfer sets could not be connected tightly to the titanium adapter which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use, however the sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for h3, h6, and h10. H10: one (1) actual device was received for evaluation. The sample was received with the original cap, without a pouch, and was dry. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no leaks were observed. The patient adapter was connected to an in lab titanium adaptor and pressure tested and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.